Event description:
This is a report of a home patient (hp) who had a system error 2267 (air in tubing) alarm on the homechoice (hc) while connected during dwell. During troubleshooting it was noted that the supply line had become disconnected. The power was cycled to clear the alarm and the patient started therapy over using new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was requested for evaluation and is pending receipt. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A supply line that became disconnected from the cassette was reported and is a known cause of this alarm; however, the cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.